Event description:
The patient underwent a sling procedure in 05 as part of a clinical study. The patient made an uneventful recovery and was discharged home with a normal voiding pattern in 06/05. During a follow0-up visit on 08/08/05, the patient reported a whitish vaginal discharge and itch of mild severity. There was no tape erosion noted. The patient was treated with flagystatin pressaries.